Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The patient also alleged of having shortness of breath, headaches, sore throat, dizziness, sinuses issues, nose, ears and seizures. Section b1, b2, g3 and h6 have been updated in this report. The manufacturer previously reported on this device in MDR 2518422-2022-07361-1 incorrectly.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, headaches, sore throat, dizziness, sinuses issues, nose, ears and seizures related to a CPAP device's sound abatement foam. The reported event is assessed as a non-serious injury and not related to the device in this case. Based on the available information, the manufacturer concludes that no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section g4, PMA/510(k) was incorrect in previous report, it has been corrected in this report.